Event description:
It was reported that the patient implanted with this pacemaker and another manufacturer's right atrial (ra) and right ventricular (rv) lead presented to the hospital due to syncope. While in the hospital, the patient experienced a syncopal episode after going to the bathroom. Review of stored device memory noted that the device and leads exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature several times over the past 5 months. Additionally, noise and oversensing was observed upon activation of the lss feature and was felt to be related to the lead configuration changing to unipolar sensing. Noise was unable to be recreated with patient isometrics and pocket manipulations. Boston scientific technical services (ts) discussed programming options. The lead configuration was then programmed to unipolar pacing and bipolar sensing and no further noise was observed. Ts recommended keeping this programming and monitoring the patient. No additional adverse patient effects were reported. This product remains implanted and in service.